Event description:
It was reported that the bd q-syte vial access adapter experienced leakage at the septum. The following information was provided by the initial reporter: leakage from the insertion site in the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte vial access adapter experienced leakage at the septum. The following information was provided by the initial reporter: leakage from the insertion site in the vial.